Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring urinary incontinence. All the three components were explanted. It was identified that the device had fluid loss. The pressure regulatory balloon was completely flat, with no visible holes/leak noticed when tested by injecting with syringe at back table. All the components were replaced. No further patient complications were reported.